Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. Five kinks were found on the catheter tubing near the y-fitting approximately 72.9cm, 73.9cm, 74.4cm, 75.4cm and 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined kinks in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarms in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. The reported difficulty to monitor pressure was unable to be confirmed as the sensor functioned normally. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the customer pressed the start button and the console generated auto-fill failure and check iab catheter alarms. It was also noted that the arterial pressure value and the internal pressure waveform of the iab were not displayed. The iab was then replaced without issue which resolved the alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
Correction to include: historical data analysis, trend analysis, analysis of production records, testing of actual/suspected device. Reference complaint(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the customer pressed the start button and the console generated auto-fill failure and check iab catheter alarms. It was also noted that the arterial pressure value and the internal pressure waveform of the iab were not displayed. The iab was then replaced without issue which resolved the alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the customer pressed the start button and the console generated auto-fill failure and check iab catheter alarms. It was also noted that the arterial pressure value and the internal pressure waveform of the iab were not displayed. The iab was then replaced without issue which resolved the alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the customer pressed the start button and the console generated auto-fill failure and check iab catheter alarms. It was also noted that the arterial pressure value and the internal pressure waveform of the iab were not displayed. The iab was then replaced without issue which resolved the alarms. There was no patient harm or adverse event reported.